Manufacturer narrative:
User facility is outside of the united states. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that patient underwent a knee arthroplasty on (B)(6) 2014. During the procedure, the reamer tip fractured. The patient did not retain a foreign body. Another reamer was used to complete the procedure.